Event description:
Pt developed a seroma post pump implant and experienced wound dehiscence. Date of onset of the seroma and infection is unknown. Devices were explanted and pt has recovered from the infection. Pump will not be replaced due to the nature of the pt's movement disorder.